Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Adjusted camera focus and calibrated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image quality on the 9600+ system is poor. There was no report of patient injury.